Event description:
Boston scientific received information that this right atrial (ra) lead post operative check it was noted that the lead had dislodged. The ra lead was measuring and sensing the ventricular activity and as a result was not pacing or sensing in the atrium. This lead was revised and remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.